Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported the stimulator stopped working to resolve symptoms 3 or 4 years so they had the entire system removed. They wanted to ensure the registration was updated. Agent did not ask about the circumstances that led to the reported issue. Patient services emailed device registration with update.